Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a volume discrepancy. The expected volume was 1 ml. The actual volume was 8 ml. The last refill performed on (B)(6) 2013 was ¿ok.¿ a normal refill was performed. The patient has never shown symptoms of withdrawal from the drug. The patient status was alive; no injury. The pump was delivering lioresal

Event description:
Additional information clarified that all cases were underinfusion only. It was noted there were no reports from the pump that were available.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lot number and serial number, implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, lot# 0207815883, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Analysis of the 8731 sc catheter revealed a catheter/sc connector/indent in seal and occlusion related complaint/met occlusion criteria.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was further reported that, on (B)(6) 2014, the hcp (healthcare provider) performed a revision of the pump segment; replaced the pump connector and a segment of the proximal catheter (which was sent for analysis). It was noted that prior to replacement, it was not possible to aspire from the cap (catheter access port). The pump was refilled with baclofen 2000 ug/ml at 189.8 ug/day. Additionally, a volume discrepancy was found when checking the volume; expected was 6 ml, found 10 ml. No patient symptoms were reported. On (B)(6) 2014, it was reported that the catheter segment was sent for analysis. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Event description:
Additional information was requested for event clarification. It was further provided that per the report to the hospital there were three separate volume discrepancy events dates. These were confirmed reported as (B)(6) 2013, (B)(6) 2013 and (B)(6) 2014. There was no further information available for the (B)(6) 2013 occurrence and also no additional details for the other two dates provided.

Manufacturer narrative:
(B)(4).

Event description:
It was now reported that a report received from the hospital noted the following dates: the most recent event occurred on (B)(6) 2014, another event on (B)(6) 2013, and another on (B)(6) 2013. Further, another volume discrepancy at a refill occurred. Reportedly, this occurred (B)(6) 2013 (as previously reported). It was further provided that the dose was increased as a result of the event. It was unknown if the product issue was resolved or the cause determined. The patient's medical history included severe spasticity after anoxic brain injury. Reportedly, the patient experienced underdose symptoms and the dose was increased to reach a good symptom control. The location of these symptoms was reported as systemic. At a refill on (B)(6) 2014, the device again had a volume discrepancy as the erv was 1 and the arv was 15. It was unknown if there was troubleshooting performed, if the issue was resolved or what caused the discrepancy. There were no patient symptoms associated with this event and the refill was planned. At the time of the event the patient's status was reported as alive-no injury. The device remains in-service. No diagnostic tests or further troubleshooting were done. It was not known if a magnetic resonance imaging scan was recently done. The catheter connection was not checked. Logs/printouts were not available. It was not known if the pump was interrogated and any error messages noted. The patient was currently receiving effective therapy as a dose increase had been necessary. The device remained in-service. Further, the implant indication was for the treatment of severe spasticity in patient with anoxic brain injury outcomes and refractory to medical therapy with oral baclofen. Reportedly, at the first refill, reported now as (B)(6) 2013, a volume discrepancy was found (8ml in the pump and expected 1ml) so a problem due to high infusion velocity was found. The same event at the two following refills on (B)(6) 2013 and (B)(6) 2014. The device is still in service. It was unclear if high infusion velocity (overinfusion) really occurred or if it was incorrectly reported. Additional information has been requested to clarify, but was not available as of the date of this report.